Manufacturer narrative:
Description of event: as reported, during a stenting of the carotid artery, the tuohy-borst valve of a flexor shuttle select guiding sheaths leaked. Access was obtained in the femoral artery. The leak occurred at the beginning of the procedure upon insertion. Another manufacturer's 0.035-inch wire guide was through the valve when the leak occurred. The dilator was not in place. Blood loss was not reported. The sheath was exchanged for another from the same lot and the procedure was completed. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and trends. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "precautions all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage. How supplied upon removal from package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, component failure was likely the contributing failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a stenting of the carotid artery, the tuohy-borst valve of two flexor shuttle select guiding sheaths leaked. The patient was not injured. Additional information regarding the event and patient outcome has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 12may2021. Clarification was received that only one device leaked, not two as originally reported. Access was obtained in the femoral artery. The leak occurred at the beginning of the procedure upon insertion. Another manufacturer's 0.035-inch wire guide was through the valve when the leak occurred. The dilator was not in place. Blood loss was not reported. The sheath was exchanged for another from the same lot and the procedure was completed.